Event description:
Procedure performed: da vinci nephrectomy. Event description: ai translated: while closing the bag, the closure bead detached from the thread. Another retrieval bag from the same box was taken, and this time the thread broke while closing. Same retrieval bag and closure with barrel forceps. Type of intervention: same recovery bag and closure with barrel pliers. Patient status: no patient injury reported.

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.